Manufacturer narrative:
(B)(4). The customer discarded the device. Therefore, the reported condition of a leak could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing an unfavorable trend year over year for reported complaints of leaks.

Event description:
It was reported to baxter (B)(4) that a multiday infusor device was found to be leaking. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled but before patient use. The device was filled with a 48 ml solution of doxorubicin and 0.9% sodium chloride when the leak was discovered. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.